Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing needle cover with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, this is an intermittent defect of relatively low frequency. There is a camera system in place to detect instances of missing components, and when a pouch is detected without all its designated contents, a flap drops down on the conveyor system, and the pouch is discarded. In this case, the pouch must have become caught in the system and missed its window to the discard area, before freeing itself and carrying on with the normal good product.

Event description:
It was reported that prior to use the cap was missing with a bd a-line¿. The following information was provided by the initial reporter: while conducting the artery collection for a patients with ventilator, the np found the aline is not a complete package, which the tip cap wasn't included. They immediately used a new one.